Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test (B)(4). Sensor passed with accurate readings.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer reported her pump is alarming threshold suspend and her blood glucose is 200 mg/dl.customer's blood glucose reading was 148 mg/dl. Troubleshooting was done. Nothing further was reported.